Manufacturer narrative:
Concomitant medical products: product ID 37712 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2021 product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that ins was replaced today due to normal eos. The caller states today when interrogating the old device, they saw 8 and 9 were 'orange' for impedances. The ins was replaced with the new one and when they ran impedances with new, they noticed the 8 and 9 were orange but the 7 contact showed 'red'. The doctor said the end of the lead looked a little bent possibly, and the lead 'didn't feel like the other one' when going on. Caller wanted to know why the 7 contact may have shown 'red'; tss reviewed possible scenarios. The caller notes that they are not using these contacts for therapy and the pt was getting good simulation while in recovery. Additional info from rep stated that per hcp, he reported that lead was more difficult to insert into ins. He reports that lead was bent a little when he removed from previous ins and didn¿t know if this contributed to different feeling inserting lead into new ins. The patient has x2 leads so not able to determine which serial number is correct. The cause of the impedances not determined. Weight information was not made available. The previous ins will not be returned. There was not an ins issue per hcp.